Manufacturer narrative:
The site indicated that the incident unit will be returning to the manufacturer for evaluation when additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the pt or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The delivery system was bent at the wire guide, but the plunger was not broken. The emergency release on the delivery system was not implemented. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned per specification. The bent guide wire is indicative of mishandling.

Event description:
A repeat procedure was not performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for over seven years. No known adverse events were reported.